Manufacturer narrative:
Event date estimated as admission details were not provided. This complaint will address admission 5 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03961. 2916596-2020-03962. 2916596-2020-03963. 2916596-2020-03964. 2916596-2020-03970. 2916596-2020-03971. 2916596-2020-03972. 2916596-2020-03973. 2916596-2020-03975. 2916596-2020-03976. 2916596-2020-03977. 2916596-2020-03978. 2916596-2020-03979. 2916596-2020-03980. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.

Manufacturer narrative:
Section h6 (patient code): correction. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported renal dysfunction and volume overload could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on (B)(6) 2020 (refer to manufacturer report #2916596-2020-03652). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in reference to preventing infection. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26jun2019. No further information was provided. The manufacturer is closing the file on this event.